Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "two of the six weck derma hooks broke/snapped while being used to retract the patient's dura during a craniotomy surgery. These hooks were on traction, so when they broke, they startled the surgeon who was under the microscope during that time". 2 units involved. Associated MDR: 3003898360-2025-00923.